Manufacturer narrative:
The samples were collected in bd green top li-heparin tubes. Qc and access system checks have been recovering within specifications. A bci field service engineer (fse) repaired to the close tube accession (cta) portion of the system and pump box. Fse replaced an aliquot probe. A clear root cause can not be determined for this event at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to several elevated troponin results generated by the synchron lx i725 clinical system. The results were not reported out of the laboratory. The samples were repeated and lower results were obtained. Patient treatment was not impacted by this event.